Event description:
It was reported that on (B)(6) 2009 the patient presented with bilateral arm radiculopathy and degenerative disk disease c5-6. Per the physician¿s notes, the patient had failed conservative treatment. The patient underwent left-sided acdf c5-6 using synthes allograft bone, rhbmp-2/acs and stryker hardware. Bmp was placed within the interbody spacer. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.